Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized for six days due to cellulitis and elevated blood glucose level event on (B)(6) 2026. During the event, the patient's blood glucose level was 277mg/dl and was on antibiotics. No further information available.